Manufacturer narrative:
Device component code relates to device problem code for the reported event of wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00367 for the other associated device information. It was reported to boston scientific corporation that two rx cytology brushes were used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wire inside the catheter broke, and the brushes were difficult to extend. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.